Event description:
It was reported that the patient had many low speed advisories. The log file review confirmed the speed drops on (B)(6) 2022. The patient's x-rays showed no concern for thrombus. The cause of the low speeds was deemed to be short to shield on the patient's driveline. Tech services was onsite (B)(6) 2022 for the driveline repair. The entire external portion of the driveline was replaced with no issues. Patient was placed on a grounded patient cable after the repair and no further alarms occurred. It was later reported that on (B)(6) 2022 the patient had a low voltage advisory at home. This reportedly occurred while the patient was switching from batteries to the power module. The log did not show any low voltage alarms, however the voltage on the patient cable was below the 14v spec. The patient cable was later replaced and the old one was discarded. The patient was discharged home on an ungrounded cable. Since they are not a surgical candidate, they would transition to palliative care in the event of any possible pump stops in the future.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9, h3: a portion of the percutaneous lead was returned for evaluation. Rescue tape application was previously reported under MFR#: 2916596-2022-13173. Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed operation events; however, evaluation of the returned portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log files. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The log files contained data from on (B)(6) 2022, per the timestamps. Low speed operation events were captured on (B)(6) 2022 while the patient was operating on the power module. These events were associated with low speed advisory alarms, and the pump regained speed on its own after each event. Based on previous complaint experience, the type of behavior captured within the submitted log files could be indicative of a potential driveline issue resulting from a short to shield. A distal end driveline replacement was performed on (B)(6) 2022. Approximately 19.5¿ of the external portion of the driveline was returned for evaluation. There were multiple layers of rescue tape present approximately 3.5-15¿ from the controller connector. The rescue tape was removed and damage to the underlying silicone jacket was observed in multiple areas 4-15¿ from the controller connector. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Incidental finding: superficial jacket damage along the replaced portion of driveline was confirmed upon removal of the rescue tape addressed in MFR#: 2916596-2022-13173. The patient remains ongoing on heartmate ii lvas with no further issues reported at this time. The relevant sections of the device history records as well as driveline were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Of note, the entire external portion of the driveline was covered in rescue tape.